Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the site reported degraded image quality with the 30-degree endoscope. They were able to continue the procedure with the same endoscope. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised the site to reset the endoscope connector multiple times and clean inside the connector. The site would complete these steps and call back if the issue persisted. The issue had been previously reported with the same endoscope. The procedure was completing as planned with no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The endoscope controller was analyzed. Upon visual inspection, no issues were found that would be related to the reported failure. In artemis, the following errors were noted: 48275 ec health monitoring generated a warning code: "unknown" / scope sn: not available or not connected / error class 8; 48228 camera head flash data invalid, s/n: (B)(6); 48221 a communication error between the scope and ec occurred; reseat scope connection (possible scope or ec). Scope sn (B)(6). The unit was installed and tested on an in-house pca (printed circuit assembly) system where the component functioned as expected. The unit was installed onto the test system and a running video test and 10 power cycles were performed. The unit sat idle for 1 hour. No errors were displayed on the system and video was present in both eyes with no degraded image quality noted. The complaint was confirmed based on failure analysis. Although a definitive root cause cannot be determined, the probable root cause is attributed to the light engine and dual camera interface board (dcib).

Event description:
Refer to h11 for follow-up information.